Event description:
Procedure type: unk. According to the reporter: when the device was inserted into preperitoneal cavity, the balloon did not inflate. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).